Manufacturer narrative:
The impella device was has not been received from the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
51-year-old male white patient with ventricular septal defect has been treated for cardiogenic shock. Peripheral va ECMO has been place. An attempt was made to place an impella 5.5 cardiac pump via right axillary cutdown. Due to the angulation of the ascending aorta physician had difficulty trying to manipulate wire/catheter into the left ventricle. Decision made to do left axillary cutdown, resulting in successful impella 5.5 insertion. Patient has been improving. 14 days after implantation, patient status slowly declined after the patient coughed. Tee revealed a type ii aortic dissection. It is undetermined if the dissection is related to the impella device. Two days later care was withdrawn.

Manufacturer narrative:
The investigation into the vascular damage has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to determine the root cause; only the clinical report was evaluated. Based on the clinical information provided, the cause of the vascular damage was most likely use related since resistance was felt during the insertion process due to the difficult patient anatomy.

Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b2, b5, h1, and h6.